Event description:
It has been reported to philips that the machine is not switching on. There was no reported patient or user impact. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the ceiling lights in the exam room were failing. Upon remote inspection, the rse found that issue was with the uninterrupted power supply (ups). The ups was only for the exam room ceiling lights, and which was not connected to the fully operational philips system. The rse informed the third-party company for this issue. Therefore, no further action could be performed by philips. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no reported product malfunction in this case as the ups doesn¿t belong to philips igt system. Philips has re-evaluated this case as not reportable. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.